Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305064, batch#: 3310892 . It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "item is visibly dirty inside sterile package before being opened.". Verbatim: rcc received a complaint via email. Email(s) attached. Item is visibly dirty inside sterile package before being opened. Customer did not specify the quantity affected; unknown, sample available, supplier please send customer sample return instructions. Cat# of product being complained: bd305064. Description of product: needle blunt fill 18gx1.5in w/ll 10ml srng 100ea/bx 4bx/ca. Lot or s/n: (B)(6).

Manufacturer narrative:
It was reported the unit is visibly dirty inside sterile package. As a sample was not returned, a thorough sample evaluation could not be performed. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 305604, lot 3310892. All visual inspection were performed per requirements, and there were no quality notifications related to the reported defect. Batch 3310892 was inspected, accepted based on meeting our inspection control plan and was subsequently approved for shipment. To date there have been no other similar events reported for this lot. Further action has not been determined necessary at this time. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
No additional information.